Event description:
Alcohol was used in the catheter and the catheter dissolved in the body. Physician and hosp realize they are at fault, however they have requested an enlarged warning on the abscession packaging.